Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: a product investigation was conducted. Visual inspection: the 3.2mm trocar (part #: 03.037.019, lot #: 9163995) was returned and received at us cq. Upon visual inspection, the device was bent all along the shaft. It was missing the yellow alignment indicator epoxy which was investigated under CAPA-005197 and does not require any additional investigation for this defect. Additionally, scratches were also observed on the device. No other issues were identified. Functional test: a functional test was not performed on the returned device as it was returned by itself, however, the device was deformed which could have caused the complaint condition. Document/specification review based on the date of manufacture the relevant drawings, reflecting the current and manufactured revision were reviewed: dimensional inspection: diameter of the shaft was measured and is within the acceptable limits per relevant drawing. Investigation conclusion the complaint condition is confirmed for the returned device. There is no indication that a design or manufacturing issue has caused the issue. The root cause is determined to be unintended forces applied to the device. The missing epoxy was investigated under corrective and preventative action (CAPA). No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h6: a device history record (DHR) review was conducted: part number: 03.037.019, synthes lot number: 9163995, manufacturing site: bettlach, release to warehouse date: 30. Dec. 2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the scrub tech was putting together the trocar and noticed it wasn't going in without being forced. The inner cannula was bent. That set was removed and a new was opened up for the surgery. This report is for (1) 3.2mm trocar. This is report 1 of 2 for (B)(4).